Manufacturer narrative:
Addendum to the initial report. Based on medical records provided, the patient underwent implant of two bard 3d max mesh during a bilateral inguinal hernia repair. The 2011 medical records indicate there is pain and bulge related with the right inguinal area and does not mention the left sided repair. In addition the medical records do not provide any details for the alleged procedure performed in 2012 as originally reported. With the current information available no conclusion can be made at this time. The medical records indicate there is only pain and bulge with the right inguinal area and does not mention the left sided repair. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2010 - the patient underwent laparoscopic bilateral inguinal hernia repair with implant of two bard/davol 3d max mesh. (B)(6) 2010 - patient had a post-op visit with complaints of pain. Exam reveals good healing, possible nerve irritation on the right. (B)(6) 2011 - the patient had office visit where he presented with right inguinal bulge and discomfort, especially with activity. Exam shows a recurrent right inguinal hernia.

Event description:
The following was reported davol by the pt's attorney: date: (B)(6) 2010 - the pt was implanted with a bard/davol "3d medium mesh" during an inguinal hernia repair surgery. Date: (B)(6) 2012 - the pt underwent a second hernia repair surgery, during this procedure, it was allegedly noticed that the bard/davol "3d medium mesh" had "failed". The attorney's report alleges serious damage, pain, injury, additional med intervention.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not alleged a specific device failure and med records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.